Event description:
The manufacturer received a report regarding a ¿ventilator service required¿ alarm on a trilogy ventilator. No patient harm or injury was reported or alleged in connection with this event. The ventilator was returned to the manufacturer¿s service center for evaluation. During an operational check, the reported issue was confirmed. Review of the device log files identified an error indicating loss of communication between the host controller and the oxygen blending module (obm). Further investigation determined that replacement of the interface printed circuit assembly (pca) and oxygen blender printed circuit assembly (pca) was required. Following replacement of the identified components, the service technician performed post-repair verification testing, including alarm verification, battery testing, run-in testing, and cleaning. The ventilator was confirmed to be operating within specifications.